Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device was cleared for implant and that this record no longer meets the criteria for a reportable complaint. Information was provided to correct section d4: model and d4: serial number.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A data analysis file was submitted to analyze and to verify if device was cleared for implant. No adverse patient effects were reported. Additional information from the field indicates that the device was cleared for implant. Field representative will not be returning the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device was cleared for implant and that this record no longer meets the criteria for a reportable complaint. Information was provided to correct section d4: model and d4: serial number. Supplemental correction submitted to update section a. Patient information.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A data analysis file was submitted to analyze and to verify if device was cleared for implant. No adverse patient effects were reported. Additional information from the field indicates that the device was cleared for implant. Field representative will not be returning the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device was cleared for implant and that this record no longer meets the criteria for a reportable complaint.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A data analysis file was submitted to analyze and to verify if device was cleared for implant. No adverse patient effects were reported. Additional information from the field indicates that the device was cleared for implant. Field representative will not be returning the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A data analysis file was submitted to analyze and to verify if device was cleared for implant. No adverse patient effects were reported.